Event description:
A blood leak occurred immediately after the start of treatment on event date. The leak occurred at the initial use. The blood contained in the dialyzer was not returned to the patient and it was discarded. Approx. 100cc blood was lost. The patient is well and no medical treatment was given to the patient.